Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected battery power loss alarm noted during testing. However, unit received with constant pump error 49, 68, 25 and 23 after battery installation and pump error 75 alarm during self test. Problem isolated to electrical board. No physical damage noted during visual inspection. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. The customer stated that they were able to clear the alarm and were able to complete the rewind process. Customer stated that the battery cap was intact. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.